Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports that the patient had the procedure done on (B)(6) 2010. They observed a dvt on (B)(6) 2010 at the 72 hour follow up appointment. Lovenox and coumadin therapy until inr therapeutic started on (B)(6) 2010.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.